Event description:
Allegedly, patient was revised due to mom complication: pain; weakness in left side; pseudo tumor, metallosis, soft tissue damage, bone loss, external rotators and gluteus medius muscle loss and fluid build up ? Right.

Manufacturer narrative:
This is the same event as 3010536692-2015-01003.